Event description:
Info received indicates pump failed calibration. Customer states pump over-delivered at 10.7 with three attempts.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.